Manufacturer narrative:
Batch review performed on 16 may 2023: lot 2108058: 120 items manufactured and released on 16-sep-2021. Expiration date: 2026-sep-06. No anomalies found related to the problem. To date, 107 items of the same lot have been sold with 1 similar reported event during the period of review. Additional device involved cup: mpact 01.32.150dh acetabular shell ø50 two-holes (k132879) lot 2218064: (B)(4) items manufactured and released on 11-nov-2022. Expiration date: 2027-oct-30. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3241hcat hooded pe hc liner ø32/d (k132879) lot 2218086: (B)(4) items manufactured and released on 29-sep-2022. Expiration date: 2027-sep-08. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with 1 similar reported event during the period of review. Stem: sms solid 01.36.044 sms solid stem std sizue 4 (k181693) lot 2106261: (B)(4) items manufactured and released on 29-sep-2021. Expiration date: 2026-sep-07. No anomalies found related to the problem. To date, 29 items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0025 cancellous bone screw ø 6,5 l 25 (k200391) lot 2216103: (B)(4) items manufactured and released on 13-oct-2022. Expiration date: 2027-sep-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 months and 10 days after the primary surgery, the surgeon removed all components and implanted permanent hardware. The surgery was completed successfully.